Manufacturer narrative:
Continuation of d10: product ID: 97745, lot#serial#: (B)(6), product type: programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that information was received from a patient regarding an external device. The patient reported they were having trouble charging their implant and the issue had been going on for quite a while. Patient stated it was taking forever to charge the implant and it was now taking them 2 days to charge their implant because the controller kept running out of juice. Patient noted it took them 3.5 to 4 hours to get the implant up to 50% and now they had been on it for 2 hours now since noon and the implant was up to 80%. Patient mentioned the implant was warm since they have been charging their implant since noon today. During the call, patient was in a charge session; controller showed 20% and implant 80% recharging with excellent quality. Agent instructed patient to check for damage; no visible damage to controller compartment pins, li battery pack pins, ac power supply and controller port. Agent walked patient through removing the li battery pack and plugging controller into the ac power supply cord; patient confirmed controller powered on. Patient inserted the li battery pack and confirmed a green blinking light. Controller showed memory problem and patient was able to set the date and time. Controller showed 20% recharging and implant 80%. Agent gathered active implant information. The issue was not resolved. A request was sent to the repair department to replace the li battery pack.